Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent ongoing low blood glucose (bg) values ranging from approximately 40 mg/dl to 50 mg/dl. Customer entered the intended amount in the pump for the bolus; however, customer consumed less carbohydrates that what was bloused for. Juice and additionally carbohydrates were consumed to address low bg. Recommendation was made for customer to discuss event with a healthcare provider.